Event description:
It was reported that the patients 12mm spacer migrated, therefore, the patient underwent a revision procedure where the 12mm spacer was explanted. The physician then deployed a 14mm spacer but felt uncomfortable leaving it as the physician suspected the patient already had a spinous process fracture, therefore, he removed the 14mm spacer from the patient. The physician noted that the fracture did not occur during the implanting of the 14mm spacer. And, the spinous process had either been fractured after the 12mm spacer implantation or it had been beveled during a previous non-device related spine surgery, thus leaving insufficient anatomy for successful implantation of the 14mm implant. There was no harm to the patient as a result of this procedure. The 12mm spacer lot number cannot be obtained as the device was implanted at a different facility and the explanting facility has not released the device.